Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Upon inspection it was noted that the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt. Upon inspection it was noted that the distal conductor of the lead was distorted/fractured. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure the physician had trouble extending the helix. The physician also believed the rv defib coil has a malformity. The lead was not implanted. No patient complications have been reported as a result of this event.